Event description:
Reporter indicated an unknown female vns patient had been defibrillated due to a ventricular tachycardia arrhythmia in a cardiac care unit of a hospital. The arrhythmia event has been reported via MDR #1644487-2012-01068. The defibrillation was felt to have possibly damaged the vns, and it was reported the vns "was not working right". The reporter declined to provide any additional information other than the treating neurologist's information. All attempts to the treating neurologist for further information have been unsuccessful to date.